Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while deploying the angio-seal device, the collagen stayed out side, and was crumbling. The physician managed to push it under the skin and there was no bleeding. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the unused returned samples. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the unused returned samples. One used and three unused 6fr angio-seal evolution devices were received for product. No accessory components were returned. Visual inspection revealed that the suture was exposed from the carrier tube assembly. The sheath was found to be mated with the deployment sleeve, which was in the rear lock position with the color bands exposed. The button was hard. The tamping tube was not found within the carrier tube assembly. Microscopy was used to examine the distal end of the suture. It was appeared to be cut manually by a blade. No other visual anomalies were noted. Visual inspection of all three unused devices and revealed no anomalies with any of the accessory components. All of the accessory components were removed from the packaging and examined. The polyfoil pouch was opened and the angio-seal evolution device was examined. No anomalies were noted. Functional testing was performed, and all three devices were deployed in a vessel model. There were no anomalies noted during the functional deployment. IFU states: "very thin patients - collagen may protrude from the skin after compaction has been completed. Attempt to push the collagen under the skin using the compaction tube or a sterile hemostat. Do not apply vigorous compaction as this may result in anchor fracture. Do not cut off the excess collagen as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.